Event description:
Pt. Being mechanically ventilated with puritan bennett 7200 ventilator. Ventilator alarmed, back up ventilator visual display appeared. Alarm was answered promptly and pt was manually ventilated. Ventilator was exchanged with a different one. Malfunctioning ventilator was removed from service and repaired by another hospital's biomed dept. Repair report is on file at hospital and accessible to rptr's biomed dept.